Manufacturer narrative:
(B)(4). The product has been returned for evaluation; however, the evaluation is not yet complete. Therefore, the conclusion for this investigation is not yet available. A follow-up MDR will be submitted once the evaluation is complete.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.